Manufacturer narrative:
(B)(4) the device will not been returned for analysis as the customer discarded on site; therefore the complaint could not be determined. Per the marathon instruction for use: "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause rupture, possibly resulting in patient injury." Same event as reported in MDR MFR# 2029214-2015-05233.

Event description:
Medtronic received information that during an onyx embolization procedure in the right external carotid artery, a blockage formed in the catheter and ruptured the marathon catheter. The onyx leaked into the ica and the physician felt it was safe not to remove it. The treatment was continued with another device without any issues. There was no patient injury reported.